Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Sensor casing was milled slot to perform an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "weakness", blurred vision, a loss of consciousness, and was unable to self-treat. Upon regaining consciousness, the customer went to the hospital where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of 77 mg/dl and administered a glucose injection for treatment fr the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received unspecified high readings on the adc device compared to readings obtained on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "weakness", blurred vision, a loss of consciousness, and was unable to self-treat. Upon regaining consciousness, the customer went to the hospital where they had contact with a healthcare professional (hcp) who obtained a laboratory glucose result of 77 mg/dl and administered a glucose injection for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.